Manufacturer narrative:
Reported event ¿rubber seal/flaps on the airseal caps have been ripped off on 3 occasions¿ was confirmed. The device will not be returned for evaluation, but photographic evidence has been provided. A two-year lot history review cannot be conducted as a lot number was not provided. A DHR review cannot be conducted as a lot number was not provided. A two-year review of complaint history revealed there has been a total of 44 complaints, regarding 51 devices, for this device family and failure mode. During this same time frame 1,040,298 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.00005. Per the instructions for use, the user is advised that if using the optional sound cap (8 mm, 12 mm): inspect sound cap foam and seal prior to use; use caution when inserting a sharp or large device through the blue sound cap seal; inspect the sound cap after use for physical damage of any kind. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer, that the ias12-100lpi, airseal 12/100mm lpi port was being used during a robotic surgery on an unknown date when it was reported ¿the rubber seal/flaps on the airseal caps have been ripped off on 3 occasions. The first two times the whole rubber seal came out and the last one just one flap ripped off. Air seal was being used in robotic surgeries and usually the air seal port is the assistant port where clips a put in and lymph nodes taken out. The tearing happened when inserting a bulldog and it was not sharp. The other two were while inserting hemo clips.¿ further assessment questioning found that no further information was available at this time. There was no report of medical intervention, or extended hospitalization to the patient or user. This report is being raised on the reported injury due to the rubber seal possibly being retained in the patient¿s body.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer, that the ias12-100lpi, airseal 12/100mm lpi port was being used during a robotic surgery on an unknown date when it was reported ¿the rubber seal/flaps on the airseal caps have been ripped off on 3 occasions. The first two times the whole rubber seal came out and the last one just one flap ripped off. Air seal was being used in robotic surgeries and usually the air seal port is the assistant port where clips a put in and lymph nodes taken out. The tearing happened when inserting a bulldog and it was not sharp. The other two were while inserting hemo clips.¿ further assessment questioning found that no further information was available at this time. There was no report of medical intervention, or extended hospitalization to the patient or user. This report is being raised on the reported injury due to the rubber seal possibly being retained in the patient¿s body.